Event description:
Home pt (hp) reported the hair on their head caught fire while using the homechoice cycler for apd therapy. Hp reports in 2000, they heard the homechoice cycler give an audible alarm and turned the homechoice cycler power off. Hp relates that although they had turned the homechoice cycler off, they continued to hear an audible alarm. Hp relates using their right hand, they grabbed the power cord at the position where it is plugged into the backside of the homechoice cycler and removed the power cord from the homechoice cycler. Hp relates at the same time they grabbed the power cord they heard a sizzling noise and saw what appeared to be light being reflected off of the wall in the corner of their room near the homechoice cycler. Hp relates they used their left hand and patted the top of their head, which they felt was on fire. Hp relates when they patted the top of their head the light reflection on the wall was gone. Hp further relates that they did not actually see their hair catch on fire in a mirror. However, when they examined their head afterwards they noted the hair was burnt and there were blisters on the skin of their head. Hp relates they do smoke cigarettes. However, they were not smoking at the time their hair caught on fire. Follow up with the hp's healthcare professional (hcp) reveals she does not feel that the homechoice cycler is attributable to the hp's hair catching on fire. Hcp relates she suspects that when the hp bent over to turn the homechoice cycler off and pull the power cord, that their head may have come in contact with an ashtray containing a cigarette that was not fully extinguished. Both hp and hcp relate that the hp did not go to the emergency room nor was there any medical intervention.